Event description:
The customer was running xio release 4.3.1 and creating a treatment plan that involved a siemens mlc,fft convolution or superposition algorithm, open feild normalization and relative dose mode.he reported that,in the calculation of open feild normalized point dose, the x jaw of the mlc was ignored, causing the feild to be larger than defined by the mlc settings. The error was noted,and no patients were mistreated.we have received no other reports of this bug.